Event description:
The customer reported that in 2006, there was a fluid removal issue with a phoenix machine. The pt's treatment was scheduled for 3.5 hours. The pt's dry weight was reported to be 68 kg. The pt's pre-weight was 71.4 kg. The staff planned to remove 3,5 kg., which included 500 ml of normal saline that would be given during the treatment/rinseback procedure. The pt completed the scheduled 3.5 hours of treatment with a post-weight of 71.6 kg., a weight gain of 0.2 kg. There was an inadequate weight removal of 3.2 kg.